Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a ponce MFR number.

Manufacturer narrative:
Reported event was confirmed by review of allergist's report stating that the patient was allergic to cobalt, chromium and nickel. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined however; from the provided information, the most likely cause of the alleged event is that the patient was allergic to the material used in the femoral head as noted by the allergist. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: part: 65-7862-016-30 name: fm taper st hatcp 16x145 lm body std nk lot: 62740460. Part: 00631006236 name: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell lot: 83417778. Part: 00620006221 name: shell porous without holes 62 mm o.d. Lot: 63347654. The investigation is still in process. Once the investigation is complete a follow up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04552.

Event description:
It was reported that the patient underwent right total hip arthroplasty and is experiencing allergic reaction to the implants. It is alleged that the surgeon overlooked the allergist's report that the patient was allergic to cobalt, chromium and nickel. Patient is going to undergo revision procedure.